Event description:
It was reported that the original date of surgery was (B)(6) 2014. Patient complained of pain. Revision surgery occurred on (B)(6) 2015. Follow-up investigation: original surgery was (B)(6) 2014 and was a right laterjet procedure. Surgeon contacted sales rep (B)(6) 2015 to report the revision surgery which occurred that same date due to two ar-7000-34 (partially threaded) screws (from a glenoid bone loss set) that broke post-op. Surgeon removed the two screws and inserted an ar-7000-34ft (fully threaded) screw.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Lot number was not provided so device history record review cannot be performed. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The cause of the event could not be determined from the information available and without device evaluation. If the device is returned and additional information is obtained, a follow-up report will be submitted. The most likely cause of this event is failure to follow the post-op rehab protocol. The directions for use states: post-operatively, until healing is complete the fixation provided by this device should be protected. The post-operative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the implant. The potential cause(s) of this event will be communicated to the event reporter. Unknown device disposition.